Event description:
It was reported that there were concerns regarding battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). In january the remaining battery was 36% and in april the remaining battery had decreased to 16%. Data analysis shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Technical services consultant recommended device replacement. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.